Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the controller experienced exposure to thermal energy, which caused a battery failure and power problem. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the controller. Adapter, and cable suddenly got so hot, that the device started to smoke. The reporter said that they unplugged the adapter that was smoking, but now the controller was charging very, very slowly.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to (B)(6). Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768. Correction to h(4): device mfg date changed from unavailable to 6/1/2022.